Manufacturer narrative:
Date of event is estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a proglide device after a diagnostic angiogram procedure using a 6f sheath. Reportedly, as the device was being removed from the patient anatomy after deployment, there was resistance and a foot break occurred. The lever had been closed completely prior to the attempt to remove the device. The location of the separated proglide foot was unknown. No tissue or vessel damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.